Event description:
During surgery, the crown drill was damaged when crown drill was used, in order to remove broken screw. Therefore the surgeon used another drill and removed screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.